Event description:
The user facility reported that verify chemical indicators for system 1etm were inadvertently used to process devices in their system 1 processors. Verify chemical indicators for system 1etm are designed for use exclusively in the system 1e processor and is not for use in the system 1 processor.

Manufacturer narrative:
Steris informed the user facility that devices cannot be guaranteed as sterile unless processed in accordance with system 1 instructions for processing and use and encouraged the facility to follow its internal policies and procedures in regards to patient notifications, if any. Steris makes no claim of sterile efficacy when processing instructions are not followed. Verify chemical indicators for system 1etm processor are labeled exclusively for use in the system 1e processor as stated in product labeling. Steris is not aware of any adverse clinical event associated with this incident and is filing this MDR because the sterility of devices processed in system 1 cannot be guaranteed unless devices are processed in accordance with steris's instructions for processing and use. Verify chemical indicators for system 1etm instructions for use and bottle label clearly state: "for routine monitoring of system 1etm liquid chemical sterilant processing system employing s40 sterilant concentrate." Steris completed in-service training on (B)(6), 2011 on the proper use of the equipment.